Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. No damages, tears, or leaks were observed in the fluid path that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became kinked. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. As treatment, a new pod was placed and a manual injection using an insulin pen was given.